Event description:
It was reported that prior to starting a da vinci si surgical procedure the single-site port tubing pulled away from the port. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the port was returned with tubing detached. Visual inspection of tubing showed no damage to tubing components. Visual inspection of the port showed a couple of tears. The sidewall of the port had a tear in it adjacent to the hole where the tubing would be installed. The damage made it possible for the tubing to exit through the tear instead of the bottom of the hole. There was also a .510 long tear along the underside of the top rim. Engineering concluded that damage was likely due to mishandling/misuse. No other damage was found. General precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Always have a backup instrument available to complete the surgical procedure in case of instrument failure. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.